Manufacturer narrative:
Analysis of the returned device found that the heat issue could not be conformed. The running temperature of the drill reached a maximum of 85 degrees f after one minute. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheating. There was no patient impact. Analysis found no fault.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheating. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.